Event description:
The facility returned the device for service. During product evaluation, the baxter repair technician found a fail code 814:01 in the event history. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 08, 2007. Evaluation summary: the condition of fail code 814:01 was confirmed. This fail code was associated with batteries. Inspection of the device found that the main batteries were depleted and potentially damaged. The main batteries were replaced during service. Review of the complaint history reveals similar reports have been received for this product for the reported issue. Failure code 814:01 is currently being investigated. Battery issue is currently being investigated.